Manufacturer narrative:
Exposed sharp edges on the siderail.

Event description:
It was reported by service report that the side rail was cracked and there were exposed sharp edges. No patient involvement or adverse consequences are reported.